Event description:
While performing surgery to place a temporomandibular joint prostheses, the surgeon reported that predictive holes that were predrilled utilizing a 3d systems maxilla cutting guide did not properly position a fossa prothesis. The surgeon needed to remove the prothesis along with the screws fixating it and adjust the position of the fossa prosthesis as a result. The surgeon reported the guide did not adequately engage the patient's anatomy to register the guide in the anterior/posterior directions.